Event description:
It was reported that when devices were used during a laparoscopic assisted vaginal hysterectomy procedure, the handle of the first device broke, after the 7th fire, and the second device did not fire. The case was completed with cutting and tying. There was no other consequence to the patient.